Event description:
The customer reported that the ortho provue analyzer reported false negative results. The visual inspection showed the reactions were positive. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived on site and performed the appropriate camera adjustments and repairs to return the instrument to expected operation.